Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a reaction while wearing an adc freestyle libre sensor. Customer reported experiencing redness and itching at the sensor site, and developed a skin rash all over her body that developed on her "arms, forearms, legs, and back". Customer had contact with a health care professional and was prescribed solupred oral cortisone for treatment of the "giant hives". Customer did not believe the reaction was related to use of the sensor, however the doctor "was not able to determine the cause of the skin rash". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a reaction while wearing an adc freestyle libre sensor. Customer reported experiencing redness and itching at the sensor site, and developed a skin rash all over her body that developed on her "arms, forearms, legs, and back". Customer had contact with a health care professional and was prescribed solupred oral cortisone for treatment of the "giant hives". Customer did not believe the reaction was related to use of the sensor, however the doctor "was not able to determine the cause of the skin rash". There was no report of death or permanent injury associated with this event.